Event description:
The customer reported the screen of the subject device turned green. There was no report of patient or user injury due to the reported issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the color tone of the image was abnormal due to damage to the imaging unit. In addition, service found the bending section cover (a-rubber) was scratched, and the adhesive on the bending section cover was chipped. The video connector was deformed due to external factors. Due to the looseness of the insertion pipe, there was rattling at the connection between the insertion pipe and the operation part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image turning green was due to a defective image sensor. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported event (image turned green) occurred during preparation for use of a procedure. There was no patient harm or consequence reported as a result of the event.